Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI # (B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the small paravalvular leak required intervention due to perivalvular leak after an implant duration of eight (8) months. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards learned that this patient with a 23mm 3300tfx pericardial aortic valve underwent an aortic valve repair after an implant duration of eight (8) months due to a small paravalvular leak (pvl). Per the medical records, a small aortic pvl was seen; however, the surgeon was unable to appreciate an area of dehiscence on direct evaluation. The bioprosthetic aortic valve was found to be intact, with no signs of vegetation. The surgeon was unable to get a probe to pass through the lv around the valve. One pledgeted suture was used to close the area of concern for a pvl based on the tee. An oblique right atriotomy was made. The mitral valve was inspected and found to be intact, without evidence of vegetation or annular abscess. An area of dehiscence was noted posteriorly, behind the p2 segment of the mitral valve. The mitral valve was excised. On inspection, a perforation was noted in the posterior leaflet in the area of the dehiscence. Otherwise, the posterior leaflet was intact and the anterior leaflet had been previously excised. The p2/p3 area of the mitral annulus was disrupted and ventricular muscle was exposed. This area was patched with bovine pericardium using prolene suture in order to provide a buttress for valve replacement. Then, pledgeted sutures were placed in a horizontal mattress fashion around the circumference of the mitral annulus. The valve was sized to a 31mm 7300tfx mitral valve and lowered into place. The sutures were secured using cor-knot device. The valve was inspected and found to be working appropriately. The patient tolerated the procedure well and without complication. The patient was transported to the cvicu in stable condition. The patient was discharged home in stable condition.